Event description:
On 10/4/2022, it was reported by a sales representative via sems that an ar-3670 fibertak biceps implant system would not deploy. Surgeon attempted to reload the implant three different time, but it still did not seat. This was discovered during an unspecified procedure. Case was completed with another anchor. Additional information received 10/5/2022: this was discovered during a proximal bicep repair on (B)(6) 2022. Nothing broke inside the patient. The sutures wouldn't bunch up and kept pulling out.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based on the information provided, the most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.